Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR dates not available at the time of this report. Part investigation on both spine clamps confirmed reported issue. The adjustment screw threads are stripped through the barrel. The clamp faces move freely. Lot numbers for both are listed in this report. Add'l lot # 138556.

Event description:
A medtronic rep reported they were not able to close the clamp face on two spine clamps. There was no pt present.